Manufacturer narrative:
The pusher and microcatheter used in the procedure were the only components received for evaluation. The investigation of the returned coil system found the pusher broken, severely stretched and to be stuck inside the returned microcatheter. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis; however, investigation is not complete and still ongoing. The instructions for use (IFU) identifies difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during aneurysm embolization procedure, when the third coil was attempted to advance in the aneurysm, there was difficulty pushing the coil forward. After many attempts, the physician detached the coil in desired location. When removing the pusher, part of the coil was found entwined around the microcatheter. The physician pulled out the broken coil and the microcatheter together. The remaining coil remained in the aneurysm and the physician indicated it had no effect on the patient. The microcatheter was replaced and additional coils were used to complete the case. There was no report of harm or injury to the patient.